Event description:
It was reported that two weeks ago the pt suddenly stopped feeling stimulation and has not had therapeutic effect. She was unable to adjust stimulation. She kept receiving the poor communication screen on her pt programmer. The healthcare provider confirmed that the pt experienced no stimulation. The pt's device was reprogrammed with improved response. No pt injuries were reported.